Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd vacutainer® safety-lok¿ blood collection sets had poor sleeve function that caused blood to "splash" into the barrel when a vacutainer was changed, leaving the stoppers and barrels contaminated with blood. Additionally, blood was also reported to have reached the outside of the barrel and contaminated the "arm of the phlebotomy chair". As reported by the customer, "these seems to be defective and blood splashes into the barrel. There was exposure to blood during the incidents. During blood collection, blood would spray into the barrel when a vacutainer was changed, therefore leaving the stopper of the vacutainers and the inside of the barrels contaminated with blood. On a few occasions the blood also reached outside of the barrel contaminating the arm of the phlebotomy chair."

Manufacturer narrative:
(B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd vacutainer® safety-lok¿ blood collection sets had poor sleeve function that caused blood to "splash" into the barrel when a vacutainer was changed, leaving the stoppers and barrels contaminated with blood. Additionally, blood was also reported to have reached the outside of the barrel and contaminated the "arm of the phlebotomy chair". As reported by the customer, "these seems to be defective and blood splashes into the barrel. There was exposure to blood during the incidents. During blood collection, blood would spray into the barrel when a vacutainer was changed, therefore leaving the stopper of the vacutainers and the inside of the barrels contaminated with blood. On a few occasions the blood also reached outside of the barrel contaminating the arm of the phlebotomy chair."